Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the battery pins of the device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had a battery connection issue. In this state defibrillation therapy would be delayed or unavailable if needed. There was no report of patient use associated with the event.